Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported their manufacturer representative (rep) told them that more intensity will drain the implantable neurostimulator (ins) faster. They reported after three days their ins needs to be recharged. They reported they thought the implant would last 5 days so this was not resolved however, they are pleased with the unit.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are not getting power out of the implant and they have to charge the implant every 3 days since probably 2 weeks ago. Patient stated they used to charge the implant every 5 days when they first received the implant. Agent asked patient to connect with the handset and communicator and patient said the communicator is 100% and the implant is 70% charged. Patient service confirmed patient is on group a at 8.4v on program 1. Patient stated they recently increased the intensity because pt was in a lot of pain. Agent reviewed implant depletion is based on usage and settings and recommend patient consult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.